Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural nausea ("nausea after hysterectomy/threw up 10-15 times"), procedural vomiting ("vometing after surgery"), insomnia ("haven't gotten much sleep"), pelvic adhesions ("uterus and bladder were fused to my abdomen/severe adhesion and uterus was tilted way to the left which was the cause of the pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural nausea, procedural vomiting, insomnia, pelvic adhesions and pelvic discomfort outcome was unknown. The reporter considered insomnia, medical device removal, pelvic adhesions, pelvic discomfort, procedural nausea and procedural vomiting to be related to essure. The reporter commented: uterus was tilted way to the left which was the cause of the pain is clubbed with pelvic adhesions. Concerning the injuries reported in this case, the following ones were reported via social media: procedural pain, procedural nausea, procedural vomiting, pelvic adhesion, medical device removal, pelvic discomfort and insomnia. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural nausea ("nausea after hysterectomy/threw up 10-15 times"), procedural vomiting ("vometing after surgery"), insomnia ("haven't gotten much sleep"), pelvic adhesions ("uterus and bladder were fused to my abdomen/severe adhesion and uterus was tilted way to the left which was the cause of the pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, procedural nausea, procedural vomiting, insomnia, pelvic adhesions and pelvic discomfort outcome was unknown. The reporter considered insomnia, medical device removal, pelvic adhesions, pelvic discomfort, procedural nausea and procedural vomiting to be related to essure. The reporter commented: uterus was tilted way to the left which was the cause of the pain clubbed with adhesions. Concerning the injuries reported in this case, the following ones were reported via social media: procedural pain, procedural nausea, procedural vomiting, pelvic adhesion, medical device removal, pelvic discomfort and insomnia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.